Event description:
After inflation, the balloon could no longer be removed from a 5f sheath, without having to pull out the entire system. The balloon appears to be too large for the 5f introducer sheath.